Manufacturer narrative:
No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic interface cable was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the electromagnetic navigation did not function as design. Restarting the navigation system and disconnecting/re-connecting a cable restored functionality. There was no patient present when this issue was identified. No additional information was provided. Medtronic received information that the electromagnetic field was not recognized by the navigation system. Disconnection and re-connection of the electromagnetic interface cable restore functionality.

Manufacturer narrative:
The electromagnetic interface cable for the navigation system was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.